Manufacturer narrative:
(B)(4). Unit passed displacement test and self test. Unit received with unable to upload/download unit due to problem isolated to the electronic assembly noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer was unable to upload the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.